Event description:
It was reported that the t:slim x2 pump battery would not charge, and the indicated battery charge rapidly decreased from 80% down to 5%. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to use charging supplies known to work and advised leaving the wall adapter plugged into a functioning outlet for at least 30 minutes. The pump successfully charged back up to 100%, and the customer was informed to contact support again if any further issues arose.